Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on a dimension vista 500 instrument. Some of the discordant results were reported to the physician(s), who questioned them. The customer did not specify which samples were reported. The samples were repeated on an alternate dimension vista instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the integrated multisensor technology (imt) probe and pump tubing. Ccc then remotely auto aligned the imt probe and module in an attempt to correct a failed imt probe leak test. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a loose connection on the top of the wash manifold. The cse reseated connections, primed, and ran a quick check, which passed. The cse ran diluent check and patient samples, both of which resulted as expected. The cause of the discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.